Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 10.7 mmol and 8.0 mmol. Tests were done within 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.